Event description:
Initial reporter indicated that they got an error message on their handheld that would not be expected. All diagnostic testing on the pt's vns was completed. The 7.1 programming software is at the MFR pending completion of analysis.